Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the insufflation unit exhibited electropneumatic valve failure and manifold unit looseness. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected fields: h6-remove 4315 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the event 1 pressure decreased due to failure of the electro pneumatic proportional valve. Moreover, event 2 caused presumed that due to looseness of the assembly of the manifold, gas leaked. Olympus will continue to monitor field performance for this device.